Manufacturer narrative:
Returned device was received in good physical condition but with a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, the issue was replicated immediately on power up. The downstream sensor will be replaced to resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with a double beep no cassette error during testing. There was no patient present nor any reported adverse events.